Event description:
On (B)(6) 2022, a ge field engineer was performing servicing on an optima xr646 overhead tube suspension (ots) at wilson healthcare located in the USA when the strap holding the suspension failed and the ots bridge fell and struck the table. There was no person injured as a result of this event.

Manufacturer narrative:
Unique identifier: (B)(4). Ge healthcare investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Ge healthcare's investigation has been completed and the cause for the overhead tube suspension (ots) bridge assembly falling and striking the table was determined to be servicing errors. The field engineer (fe) performing the servicing during this incident did not refer to the service manual and did not use the qualified service lift tool to demount a cross tie from the ots bridge which caused the ots to drop. In addition, the fe was not qualified to perform servicing on fixed radiology systems. Per the fe's training record, they were registered to the related courses, but had not yet completed the courses. As corrections for these service errors, the fe was deactivated from fixed radiology systems until the appropriate training is completed, the fe will complete the appropriate training courses for fixed radiology, and the customer site was corrected by installing the ots correctly by qualified fes. No further actions are needed.